Manufacturer narrative:
The lot complaint history was reviewed; this is the fifty-fourth complaint for the finish goods lot and fifty-fourth for this issue for this lot. The device history record shows the product was released per specifications. Three samples were received and tested on a calibrated laureate console. Each cassette sample primed and tuned successfully. Leakage was observed on the sample between the base and cover. Leakage of the sample did not impact the priming sequence of the cassettes. The investigation has been performed on prior complaints of a similar nature. The root cause of these similar events has been established and is related to a molding issue. This non-conformance can result in a customer experience of leakage; however, the molding defect does not affect the functionality of the cassette. The root cause of the customer's event is related to a non-conforming molding issue associated with the cassette; however, the molding defect does not affect the functionality of the cassette. Action was taken to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that three units had an obstruction and leakage during a procedure. The procedure was completed with no patient harm.